Event description:
The contact stated the customer's blood glucose results was 28 mg/dl. The ambulance was called due to the customer showing symptoms of low blood glucose. The paramedics tested the customer's blood glucose at 59 mg/dl and treated him with glucose gel. The meter and strips are to be returned for evaluation, and replacement products will be sent.